Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 due to stress urinary incontinence. The patient experienced pain, extrusion, infection, urinary problems and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat total uterine prolapse with grade 4 cystocele. It is reported that the patient underwent the concurrent procedures of a vaginal hysterectomy and anterior colporrhaphy with measures, implantation of sparc tm sling system and cystoscopy during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with vaginal hysterectomy ,anterior colporrhaphy with measures, and cystoscopy , due to stress urinary incontinence ,total uterine prolapse with grade IV cystocele. It was reported that following insertion the patient experienced pain, erosion of her internal tissues, extrusion, infection, urinary problems and dyspareunia. It was reported that the patient has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent implantation of sparc tm sling system. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.